Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a system malfunction. The patient had been implanted on (B)(6) 2015, all impedance measured normal at the end of surgery. Brain recordings were collected overnight and had shown a decrement of recording quality over time. Impedance were checked the next morning and had shown high impedance on contact l1. This indicated an open circuit. Stimulation in the operating room of that electrode had resulted in some positive behavioral effects and they had felt that the contact might be required in the future for therapeutic purposes. No recordings could be made from that electrode. This was anticipated, was probably related to surgery and definitely related to the device. This was severe and intervention included a system revision. The problem was in the connection between the extension lead and implantable neurostimulator (ins). Removal and reinsertion of the extension lead into the ins had resulted in improved connection and normalization of impedance. Nothing was replaced. Surgery had been tolerated well by the patient and they had been discharged on the same day. The event had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0wujq, product type: lead; product ID 3708740, serial# (B)(4), product type: extension; product ID 3708740, serial# (B)(4), product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported an unscheduled visit was performed on (B)(6) 2015, due to seeing an open e1 lead impedance measurement. The extension/lead connection was taken apart and checked and the lead was determined to be good. The extension/lead were reconnected and they moved to the ins/extension connection, after disconnecting and re-seating the open e1 lead impedance measurement was determined to be good. There was no clear root cause identified other than maybe not a full insertion of the lead in the ins. No patient symptoms were seen, but it was found post implant and since the contact in question may have been needed for therapy turn on they decided to go to revise the connection. If additional information is received, a follow-up report will be sent.